Event description:
It was reported that a pump alarm occurred while in pumping mode, identified as alarm 20. During troubleshooting with technical support, the alarm reoccurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to using multiple daily injections (mdi) as a backup therapy.